Event description:
Event description guidant received information that this pacemaker upon interrogation was found to have not made the changes to the programming to the lower rate limit, from 78 bpm to 80 bpm, and the output form 2.5v to 3.5v, made at the previous follow-up visit. Also, the device was implanted in 4 years ago, last year the remaining battery displayed 4 years and now it was displaying 2 years. The field representative wants to know if this was normal behavior for the device. The patient is 11 years old and is pacemaker dependent. The device was providing pacing therapy and there was capture of the ventricle. A magnet test was not performed.